Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a 94 mg/dl result at 1:40 a.m. On the aviva meter. The patient experienced hypoglycemia by fainting and losing her consciousness. The blood glucose result on the aviva meter did not match her hypoglycemia symptoms. The patient's husband treated her with fruit juice and the paramedics arrived at 1:59 a.m. The blood glucose result on the paramedic's meter was 72 mg/dl. This result was compared to a blood glucose result of 100 mg/dl on the patient's aviva meter. The paramedics treated the patient with glucose (fruit juice). The patient did not go to the hospital. The test strip lot number was not provided. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.